Manufacturer narrative:
P-cap or reservoir locks properly into place. Pump¿s history and trace files downloaded successfully using thus software. Unit passed displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test. No unexpected pump error 49, pump error 68, pump error 23, and pump error 64 noted during testing. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump error 23 noted in pump history on 06/28/2021 at 9:03am. However, no pump error 23 alerts noted before inserting new battery. In addition, pump history files confirms pump error 49 alerted on 06/28/2021 at 09:02am , pump error 68 alerted on 06/28/2021 at 9:01am, and unexpected error message pump error 63 (variable 14) alerted on 06/28/201 at 9:00am due to power management controller failure (suspected hardware issue). The following were noted during visual inspection: scratched case and cracked keypad overlay. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a multiple pump error alarm. Customer was able to clear alarms and rewind insulin pump and the insulin pump recorded the 0.2 units in daily history. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.